Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed and found to have normal battery depletion.

Event description:
It was reported that the device was programmed to doo mode and an MRI scan was done. During the scan it was noted that there was a period of intrinsic rhythm below the programmed lower rate for 8 seconds. The device had a power-on-reset. The device was reset, reprogrammed to doo mode and the scan resumed. The above described event occurred a second time. It was later reported that the device was explanted due to infection. No further patient complications have been reported as a result of this event.